Manufacturer narrative:
B3: date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial#: (B)(6), lot#: a000067907. It was reported, to abbott a patient underwent a full system revision. The patient¿s prodigy ipg had an increased recharge burden. Also, the patient used tonic daily. And it was decided an eterna ipg would be better for the patient. The percutaneous leads were replaced with a paddle lead for better coverage of pain. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive, as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported, that patient experienced ineffective therapy. As a result, surgical intervention was undertaken. Wherein, the leads were explanted and replaced. Effective therapy was restored post operatively. The investigation was unable to determine, the lead that was associated with the issue.